Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities on the exterior sheath. Microscopic inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, with the mapping catheter inside the sheath, blood started leaking backwards from the valve. When the sheath was aspirated, small air bubbles were noticed in the sheath. The device was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for analysis as it was disposed. It was further reported that the event date is 08oct2024. At the time of the event, no air was observed in the patient. No abnormalities were noted during the procedure or during the preparation of the sheath. The method of irrigation used was a pressure bag and the flow rate was a drip per second. The device was received for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, with the mapping catheter inside the sheath, blood started leaking backwards from the valve. When the sheath was aspirated, small air bubbles were noticed in the sheath. The device was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for analysis as it was disposed.